Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va06fgx, product type lead; product ID 3058, serial# (B)(4), product type implantable neurostimulator; product ID 3093-28, lot# va06nfh, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that it was difficult to advance the lead. The lead advanced passed the third contact on the stimulator but did not go further. The stimulator was switched out for a new one and the setscrews were ¿unloosened.¿ a new lead was also used. Two days later it was reported that the first lead was tried with the second stimulator. After it did not insert, a second lead was opened. The second lead was plugged into the second stimulator without any problems. The lead change resulted in an excellent lead placement and the patient had a great result. Additional information reported noted that the issue occurred during a stage 2 implant. The physician unscrewed the set screws on the connector boot properly. The physician then attempted to plug the lead into the first stimulator. It would not advance properly. After 15 to 20 minutes of trying the normal techniques (backing up screw in stimulator) lubricating, etc he tried to trim the blue portion at the tip of the lead. That did not help either. Another stimulator was then tried. That did not work either. Therefore, they had to place a new lead. The new lead plugged successfully into the new stimulator. The new lead placement actually resulted in an even better response than the "fust" lead. The first was good, but this placement was even better. See also manufacturer's report # 3004209178-2013-06990.

Manufacturer narrative:
(B)(4). Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the lead, lot #va06fgx, found no anomaly.